Event description:
Distal end of fiber optic broke inside pt during an endovenous procedure to treat reflux (of gsv). A second incision was made to retrieve the broken piece. Cut down was performed successfully and sutures placed to close the incision. Cephalexin (antibiotic) was prescribed. Sutures were later removed and a follow-up procedure scheduled. No complications reported.

Manufacturer narrative:
Returned fiber was examined. Found nick at proximal end of distal piece of fiber which caused the breakage. Believed to have occurred during handling.